Manufacturer narrative:
As reported, the aes-90sc arthroscopic energy 90 degree probe was discarded at the user facility after the surgery and will not be returned for evaluation. However, a photo of the device was provided for review and evaluation of the reported issue. Visual examination of the photo by the r and d engineer found the black shrink tubing on the distal end of the return shaft is damaged. The brown discoloration on the return shaft is most likely evidence of burnt tissue. Even though the probe tip might not have been plunged into tissue, ablation from the return shaft can occur if the exposed return electrode is partially covered by tissue. This reduces the surface area of the return shaft to less than that of the active electrode's surface area. This may have caused the return to alternately ablate causing melting of the edge of the shrink tubing. Based on available information, it is believed that the most probable cause of the discoloration of the probe tip and the melted/burned of the black shrink tubing was use related. In regards to the complaint of a "cracked" scope, the provided photo does not show any type of damage to the probe that could have caused or contributed to the alleged incident, the complaint therefore could not be verified. This lot #201612051 was manufactured on 05-dec-2016. Of the lot containing (B)(4) units there have been a total of 3 complaints received with the same reported issue, including this one. A review of the device history record found no anomalies or non-conformances noted during the manufacturing process that could have caused or contributed to this reported issue. In addition, a review of the complaint history for this device family shows there have been no patient long term adverse effects related to the alleged problem of probe "burned, melted" or the use of this device. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. The aes-1 generator and accessory probes are intended for resection, ablation, and coagulation of soft tissue and hemostasis of blood vessels in orthopedic and arthroscopic surgical procedures. The generator provides energy to the electrode of the probe intended for use during surgical procedures. Through power setting data contained (programmed) within the probe, the system provides both default and user selectable power settings for ablation or coagulation of soft tissue. To prevent damage to the product and potential serious injury to the patient, the device instruction for use (IFU) provides the following precautions and warnings: - it is the surgeon's responsibility to be familiar with the appropriate surgical techniques prior to use of the equipment and its associated accessories. - examine all accessories and connections to the generator before use. Ensure all accessories are properly and securely connected and function as intended. Improper connection may result in arcing, sparking, or malfunction of the device, any of which can result in an unintended surgical effect, injury, or equipment damage. - do not insert, withdraw or touch the active tip of the probe when power is being applied. This may result in an unintended surgical effect, injury, or device damage. - if any visual damage or defects are noticed during use, stop using the device immediately and replace the device. - use care to avoid accidental activation of either cut or coagulation modes when not in contact with target tissue to avoid possible patient injury. - use caution when changing power settings. Use the lowest power setting and the minimum tissue contact-time necessary to achieve the appropriate surgical effect. High power settings, and prolonged use may result in damage to the insulation or probe tip or patient burns. - when not in use, place the device in a safe and highly visible area not in contact with the patient. Inadvertent activation while in contact with the patient may result in patient injury including burns. - maintain the active probe tip in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view.

Event description:
The user facility reported that during use of the aes-90sc arthroscopic energy probe with the aes-1 generator in a shoulder arthroscopy procedure on (B)(6) 2017, the surgeon noticed the ceramic tip and part of the black sheath of the probe got "burned, melted". It was also reported that the scope lens had cracked and the scope was damaged around the lens while in use with the probe. There was no patient injury or surgical delay with this reported issue and the procedure was otherwise completed as planned. Additional information received from the user facility nurse manager on 21-jul-2017 revealed that there were no issues reported to her office and that the patient was progressing as expected at the first post-op visit. Despite the good faith effort, no patient demographic information could be obtained from the user facility. This report is filed on the basis of potential for patient injury with recurrence.